Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s girlfriend looked at the cgm and it was displaying 120 mg/dl. She thought the patient was fine, but when she looked at patient, she noticed he wasn¿t responding quickly when he was asked a question. She tested his blood sugar and the bg meter was displaying 34 mg/dl. She called the paramedics and when they arrived, they treated the patient. Treatment details are unknown. At the time of contact, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.